Manufacturer narrative:
The reported oad was received for analysis. The driveshaft was found to have been destructively cut, and the filars were damaged. Adhered biological material was noted on the driveshaft and crown. Scanning electron microscopy was performed on the driveshaft, and did not reveal any damage which would have contributed to the accumulation. At the conclusion of the failure analysis investigation, the root cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4)

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the vessel and required surgical removal. The target lesion was located in the anterior tibial artery (at). The oad was advanced to the lesion and treatment was begun on low speed. The device stalled multiple times and was repositioned, however it became stuck in the at. Multiple attempts were made to dislodge and remove the device, however it remained stuck. Surgery was performed to remove the device, and the patient was stable following the procedure.